Event description:
Boston scientific received information that this right ventricular lead exhibited no capture. The issue was then resolved after the lead was repositioned. Additional information was received indicating that the rv lead was seen under fluoroscopy and the cause of loss of capture was still not determined. No asystole greater than 2 seconds were reported. This lead remains in service. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.